Event description:
It was reported that the handpiece would not calibrate after eight attempts. The customer detached the point probe and reattached it to make sure it was seated properly, as well as made sure the drill was locked in place; all the pieces were re-assembled. He ran a drill and handpiece test from the admin screen (max torque = 98); we tried two more times, and the surgeon gave up. The procedure was finished with manual instrumentation. No patient injuries reported beyond this event. Results of the investigation have concluded that one tracker array was returned for evaluation, it was very bent, contributing to the calibration failure, which makes it a reportable event.

Manufacturer narrative:
The device was intended for use in treatment and was returned for investigation. Initial visual inspection of the returned handpiece tracker confirmed that it was bent and was aluminum. Functional evaluation has found that the aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. DHR review found that the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found reports of the event. The surgical technique guide released at the time of the complaint provides instructions on the administrative and preoperative procedures. This failure is an identified failure mode within the risk file. Based upon the reported event and the initial visual inspection, we can confirm that there was a relationship between the reported event and the device. The malfunction was a result of mechanical component failure.